Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. The customer's blood glucose value was over 300 mg/dl. The customer states the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. The device will be returned for the analysis. .

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm or replace battery now alarm noted during testing or in the pump trace download. Pump received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.